Event description:
Fiber break / burnt through sheath.

Manufacturer narrative:
Conclusion: the complaint investigation is confirmed. The sheath and fiber were each returned in two pieces. The fiber appears to have broken 20cm from the distal tip and the sheath has melted in half at the 18cm marking. The exact cause of the complaint is unknown. It is possible the reported complaint was caused from the fiber being fired inside the sheath. During the review of the manufacturing records, it was observed that the manufactured lots met all device specifications and quality requirements. No other complaints of this type have been reported for the complaint lot number. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased, but the severity of this event is not greater than usual.